Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged.

Event description:
It was reported that the burs were sharp and cut through the packaging, rendering it potentially unsterile. It was further reported that this had happened previously. No adverse consequences were reported.